Event description:
It was reported that pump displayed malfunction code and customer had performed reset before contacting support, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived, and technical support confirmed warranty status and shipping address, instructed customer to place pump in storage mode before return, to reenter pump settings and reconnect continuous glucose monitor on replacement device, and to send malfunctioning pump back using prepaid label within required timeframe.